Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer (fse) confirmed a video splitter attached to the xhibit was causing the re-booting. The splitter was replaced. The unit passed all functional tests and was restored to service. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor wouldn't stop rebooting. No injury was reported as a result of this event.